Event description:
Sign nail broke in left femur one year post surgery. Review of the x-rays shows only two screws used and nonunion. There was no indication of product defect. Possible cause was nonunion of the fracture with full weight bearing over time.